Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revasc 3 in.pact admiral balloon catheters were used to treat the right leg (r-1). Approximately 22 months later the patient suffered restenosis of the right sfa. This event was treated with a revasc of r-1 and r-2 using a non-medtronic pta and an in.pact admiral balloon catheter. The investigator reported this event as not related to the index device, procedure or paclitaxel. The patient is recovered.

Manufacturer narrative:
Additional information received reported that the event term was updated to re-occlusion of the right sfa. If information is provided in the future, a supplemental report will be issued.